Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the aligners broke over a year ago and I never received replacements. A root canal and crown were recently placed on one of the front teeth. Periodontal and gingivitis condition was also noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.